Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported the tube was found to be unmarked and the liquid in the rinse solution was cloudy. To aid in the investigation, one empty sample with no packaging flow wrap and one video was provided for evaluation by our quality team. A visual inspection was performed, and the syringe has no barrel label. The video shows a prefilled syringe with no syringe barrel label. No discoloration, other defects or imperfections were observed. The missing label condition occurs if there is a jam during the labeling process. A device history record review was completed for provided material number 306594, lot 4200837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the labelling process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation the returned sample analysis the symptom of label missing reported by the customer is confirmed.

Event description:
Description/event details: hospital reported: upon opening the package, the tube was found to be unmarked and the liquid in the rinse solution was cloudy, number of affected 1. Before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the tube was found to be unmarked and the liquid in the rinse solution was cloudy. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one video was provided for evaluation by our quality team. The photo shows a prefilled syringe with no syringe barrel label. No discoloration, other defects or imperfections were observed. The missing label condition occurs if there is a jam during the labeling process. A device history record review was completed for provided material number 306594, lot 4200837. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the labelling process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom of label missing reported by the customer is confirmed.